Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device: unknown. No information has been provided to date.

Event description:
It was reported that there was an alarm error. There was no patient injury reported.

Manufacturer narrative:
Other, other text: d5: operator of device: updated. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact, and the right plunger case was cracked upon receipt. A battery not working error code was found in the event history log (ehl). After the power up and battery test, the battery was confirmed to not operate as intended. Root cause of the reported issue is indeterminable, but the battery, which is three years old, was not operating as intended due to normal wear. The battery was replaced, preventive maintenance and all functional testing was performed and passed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147., corrected data: d4: correction: model number: 4000.